Event description:
It was reported that during procedure with this new fiber, the laser irradiation occurred from the middle part of the fiber, causing fiber damage. The procedure was completed with another of the same device. There was no patient complication.

Event description:
It was reported that during laser irradiation with this new fiber, laser irradiation occurred from the middle part of the fiber, causing fiber damage. The procedure was completed with another of the same device. There was no patient complication.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. A device history record (DHR) review indicates the device met all manufacturing specifications, and therefore the failure was unlikely related to manufacturing. The labeling review found that the product instruction for use (IFU) states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement and ensure the fiber is properly handled so that it is not damaged by being stepped on, pulled, left lying in a vulnerable position, kinked or tightly coiled. A risk review was completed and confirmed that the event of fiber break is defined in the risk documentation. Based on the information provided, the most probable cause of the reported issue cannot be established due to lack of evidence. Since the investigation findings do not lead to a clear conclusion about the cause of the reported event, the investigation conclusion code selected for this complaint is cause not established.